Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via phone call that the customer was hospitalized due to a low blood glucose level. Blood glucose level at the time of the incident was not provided. Customer was wearing the insulin pump at the time of the incident. The device was not replaced or returned for analysis.